Manufacturer narrative:
Sections with additional information as of 03-aug-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer declined replacement. Note: manufacturer contacted customer in a follow-up call on 18-dec-2020 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 98, 88, 61, 97 and 91mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-100mg/dl and expected blood glucose test result 2 hours post meal is 110mg/dl. The customer feels well and did not report any symptoms at the time of the call. Customer stated he was feeling tired when the result of 61mg/dl had been obtained and that his wife had given him orange juice and 4 ounces of jello. Medical attention is not reported as a result of the actual blood glucose results and reported symptom(s). The test strip lot manufacturer¿s expiration date is 07/31/2022 and open vial date was not disclosed. The product is not stored according to specification (bathroom). The customer did not have another vial of test strips that had been stored and handled correctly, lot number zx4088s, manufacturer¿s expiration date is 03/31/2022. During the call, a blood test was performed by the customer non-fasting and produced test result of 128mg/dl using true metrix meter; customer was satisfied with the result obtained. The meter memory was reviewed for previous test result history: result 1: 98 mg/dl date: 5/14/2021 time: 10:30 pm 2 hrs. Post meal. Result 2: 88 mg/dl date: 5/14/2021 time: 10:19 pm 2 hrs. Post meal. Result 3: 61 mg/dl date: 5/14/2021 time: 7:54 pm 2 hrs. Post meal. Result 4: 97 mg/dl date: 5/13/2021 time: 11:06 pm 2 hrs. Post meal. Result 5: 91 mg/dl date: 5/11/2021 time: 5:17 pm 2 hrs. Post meal.